Manufacturer narrative:
Quality assurance analysis of the returned guide wire revealed that the core was separated at the distal end of the hypotube. There was a piece of the core extending out the distal end of the hypotube. The core was bent at the location of the separation. The proximal end of the distal portion of the guide wire was in a hook shape. This was at the separation. The tip was bent 4mm proximal to the tip ball. There was no other damage noted. Another company's catheter was returned with the guide wire. There was blood in the guide wire lumen of the catheter. There was contrast in the inflation lumen and balloon. There was no damage noted to the catheter. The distal end of the guide wire, including the hypotube, passed through a .0137" hole gauge. The proximal end of the guide wire, up to the hypotube, passed through a .0138" hole gauge. These met the manufacturing criteria. Pin gauges were used to measure the inner diameter of the catheter at the tip and the guide wire exit notch and was found to be .0160. The guide wire could not be backloaded through the guide wire lumen due to the separation. The tip was tugged on to confirm the core and shaping ribbon were intact. The distal end of the guide wire was dipped into a dye to confirm there was hydrophilic coating on the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident info and the analysis of the returned devices. The guide wire was found to be heavily damaged. The fracture of the core at the hypotube joint is likely related to trying to free the guide wire from the catheter after they were locked together. The hypotube joint is designed to remain in the guiding catheter where there is protection from extreme bending. The hypotube joint will withstand pull force, but if kinked, as found in the analysis, the pull strength is reduced. The sem analysis showed that the guide wire separation was due to ductile overload at a bend. The cause of the bend and overload of the guide wire appears to be related to circumstances during the procedure that caused resistance within the guiding catheter. The cause if the resistance was not determined in the analysis, but there was no manufacturing related quality issue detected in the analysis of the guide wire. The lot history record was reviewed and there were no non-conformities associated with the product lot.

Event description:
During the procedure, resistance was experienced between the guide wire and the balloon catheter. The guide wire separated and was removed with the balloon catheter. Reportedly, there were no pt effects. No other information was available.